Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pushwire's distal tip remains in the patient and rest of the pushwire was discarded.(B)(4).

Event description:
Treatment of a left unruptured supraclinoid saccular aneurysm measuring 25mm x 12mm. During the procedure, it was reported that the physician attempted to recapture the pushwire¿s distal tip that was at a compromised angle. The pushwire was torqued in order to get it into the marksman catheter and fractured off in the process. The distal tip was left in the patient since there was good distal flow. No injury was reported with the patient as a result of the procedure.